Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Medical product ¿ fem nail retro 10.5mm x 360mm, catalog#: 14-444236 lot#: 470130. Therapy date (B)(6) 2016.

Event description:
During a hip femoral fixation procedure, the connecting bolt disengaged from the femoral nail during impaction, causing the nail to have to be removed from the patient. Another femoral nail was used to complete the procedure.